Event description:
It was reported that during surgery the foley catheter was inserted, after several hours the catheter had fallen out. Per notification from investigator on 22nov2024, asymmetrical balloon was found during evaluation.

Manufacturer narrative:
The reported event is confirmed manufacturing related. Visual evaluation noted received 1 silicone foley catheter with sample port connector. Attempted to inflate catheter with 10 ml methylene blue solution (3 drops 1 percentage aq methylene blue per 100ml distilled water) and upon inflation lumen asymmetrical balloon of 100:0 was found and lumen to lumen leak was present. Therefore, the reported event is confirmed. Also received 4 photo samples. First photo sample shows inflation cap. Second photo sample shows top view of tray packaging. Third photo sample shows top view of foley catheter with slightly inflated balloon. Fourth photo sample shows end of catheter with deflated balloon. Based on the physical sample received the reported event is confirmed and does not meet specifications per inspection procedure which states "catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. No actions were required at this time since root cause was not identified. A DHR review did not show any problems or conditions that would have contributed to the reported event. Labelling review is not required as it would have not prevented the reported event. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during surgery the foley catheter was inserted, after several hours the catheter had fallen out.